Event description:
It was reported at the last refill on (B)(6) 2013, the concentration was changed to 2000 micrograms per milliliter with a bridge bolus that was performed but the reservoir volume was forgotten to be updated so it was at 3.3 milliliters. The patient was back to the clinic on (B)(6) 2013 and the low reservoir alarm was at (B)(6) 2014. The reservoir volume was updated and the new alarm date was (B)(6) 2014. The system was being used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).